Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough with sputum and difficulty sleeping. There was no report of serious or permanent patient harm or injury. The patient also alleged that the device is beeping off and on. The air flow of the device is incorrect as well. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. After further investigation, the manufacturer received additional information alleging skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting. Inflammatory response, kidney disease/toxicity, lung disease and cancer. There was no report of medical intervention required by the patient. Section b1, b2, d4, h1, h6 have been updated in this report. If any additional information is received, a follow up report will be filed. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough with sputum and difficulty sleeping. There was no report of serious or permanent patient harm or injury. The patient also alleged that the device is beeping off and on. The air flow of the device is incorrect as well. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : not returned.